Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit and was able to reproduce the customer's reported issue. The stm replaced the scroll compressor and the nylon p-clip cable tie, then performed a pre use check and all tests passed. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated a power-up test fails code #14. There was no patient involvement and no adverse event was reported.